Manufacturer narrative:
The account found the communication cable is damaged. The account replaced the communication cable to resolve the issue.

Event description:
The account alleged the nurse call does not function. No pt impact.